Manufacturer narrative:
Correction: there was no loss of osseointegration as previously reported. Only the abutment was replaced. The device is not available for analysis. This report is filed october 24, 2013.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(4) 2013.

Manufacturer narrative:
(B)(4)